Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the device showed minus readings. There were no adverse consequences to the patient. We would like you to investigate if this lot (crkccm) has any other defective products in addition to a cause of the failure.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Attempts were made to obtain the sample, but the device was not returned. Complaint sample was not returned to codman; therefore, the evaluation could not be performed. A review of manufacturing records was performed, and no discrepancies were found. A review of complaint records for this lot was performed, and no other complaints have been reported against this lot number. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this and similar complaints. At the present, we consider this complaint to be closed.